Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. Customer's blood glucose level was 122 mg/dl. Customer states size of air bubble was quarter of an inch. Customer states location of air bubble was top of the reservoir. Customer states insulin pump had insulin flow blocked alarm. Customer states the insulin did not exit. Customer reports insulin exits the tubing. The reservoir will not be returned for analysis.